Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 9mm titanium cannulated nail-ex with proximal bend 300mm sterile was occurred after inserted the nail and locked it up, they went to remove the nail and not able to nail it since it was in a normal pressure from the knee of cross threading. They were able to remove the insertion handle except removing the nail entirely and was realize that the nail itself was broken right up the notch, we have to reamed up and upsize the nail and implanted 10 x 300mm. There was a surgical delay added about forty (40) minutes to the surgical time since they had to remove and reinsert tibial nail. There were no fragments generated but the removal of the broken, damaged device or fragments had some difficulty. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown insertion instruments: trauma (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 9mm ti cann tibial nail-ex w/prox bend 300mm-sterile. This is report 1 of 1 for (B)(4).